Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 18, 2019 - april 21, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph underwent inspection which revealed the bag was filled with solution and a leak between the spike port tubing and the spike port connector was observed. The reported condition was verified. The cause of the condition could not be determined, however, a likely cause of inadequate or lack of adhesive being applied to the spike port connector when it was inserted to the spike port tubing during the manufacturing process was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.